Event description:
The complainant was not certain what was wrong with the unit and returned it to ohio medical corporation for warranty repair. The device was received and evaluated by ohio medical corporation repair personnel and found that the circuit panel was burned, the wires were damaged and there was evidence of smoke residue (soot) inside the casing of the unit. This event did not contribute to a death, illness or injury.